Manufacturer narrative:
Other applicable component is: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (serial# (B)(4)) revealed broken connector pins. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when patient plugged the recharger unit into the wall, they saw the recharger battery was low but it was not actively charging. Patient confirmed green light on desktop charger was on and the connector pin felt secure but patient stated it was a little tight when it was plugged into the recharger. It was later reported that desktop charger connector pin was broken. Patient also reported they had no pain up until 2 weeks prior to report. The patient's medical history included they have cancer and it was starting to spread. Patient stated they were not feeling well on the day of the report. Patient said they may need to have a MRI shortly. Patient also mentioned the incisions that healthcare professional made when having spinal cord stimulation system implanted ended up being 2.5 - 3" long when they were originally told by healthcare professional the incisions would only be 0.5" each. Patient also stated they were told the charging of the device would last 7-8 years. A replacement desktop charger was sent. No further complications were reported as a result of this event.